Manufacturer narrative:
The returned cotrak unit was tested and found to be fully functional. In addition the corview tracings from the returned unit were reviewed. The first tracing starts at 9:33 pm as "out of range" at approximately 27 seconds into the placement the tracing begins and immediately shows the tube veering to the right of the patients midline. The tracing stops at 58 seconds. The second tracing shows the tube veering to the right of the patients midline at approximately 6 seconds into the placement. The tracing continues in a downward direction right of the patients midline. Both tracings are consistent with a right lung placement as shown in the instructions for use.

Event description:
A nurse was placing a feeding tube on (B)(6) 2016 using cortrak, the patient began to show symptoms of respiratory distress, x-ray indicated the feeding tube was in the right lung indicative of a right lung pneumothorax. Cortrak tube was withdrawn and patient was treated for right lung pneumothorax. Patient stable and expected to recover without further incident.